Event description:
Patient's device is not working correctly because the patient is experiencing elevated blood glucose (200-400mg/dl). Device did generate an electronic error in the last few weeks. Patient self-treated high blood glucose.